Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the interconnect cable was broken, the field engineer noted that the monitors would not turn on (boot up) because the power supply was faulty. There is no report of death or serious injury associated with the event.